Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the handpiece device, and the reported condition was confirmed. The device was evaluated and during assessment it was found that the device was missing the two cover pins on the front plate. Furthermore, it was detected that the device does not work consistently and skips when oscillating. The device was disassembled, and it was found that the cables which are coming from the motor were squeezed under the cable guide which could have led to the failure. It was further determined that the device failed pretest for visual inspection, general condition and check function of device in ¿on¿ mode. The assignable root cause of the reported failure was not determined. A review of the device history was performed and no non-conformances were detected related to the reported condition.

Event description:
It was reported that the handpiece device was skipping and did not have enough power consistently when in use. It was reported that the device has not working properly since received. It was reported that the device has been used with different power units and still did not work properly. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).